Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. The device was also received with cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window. No moisture damage found inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The mother stated that the device may have been exposed to water while the customer was in a water fight even though she had it in a bag. Customer's blood glucose value was 16.6 mmol/l which they were going to treated with manual injection. Mother also mentioned that they changed the battery and received a battery out limit alarm. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.